Manufacturer narrative:
(B)(4).

Event description:
Another manufacturer's stent graft system was implanted in patient for endovascular treatment. The aptus endoanchors were prophylactically implanted to prevent future device migration and type ia endoleak. The vessel was moderately tortuous and mildly calcified. An angiogram was performed and a type ia endoleak was discovered. It appears that there was "reduced apposition" between the stent graft and the aortic wall on the right side and that there was a small 'gap' at the top of the device between the wall of the device <(>&<)> the aortic wall. The gap was there prior to aptus use but no endoleak was identified. After the endoanchors were implanted the gap was slightly bigger and a type 1a endoleak was seen on imaging. The stent graft was remodeled with a balloon; however, the endoleak still persisted. The physician then implanted a bare metal stent from another manufacturer. Final angiogram showed no evidence of type ia endoleak. The procedure was successfully completed. No additional clinical sequelae were reported and the patient is fine.